Manufacturer narrative:
(B)(4). Evaluation methods: films. Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (due to disease progression; vessel dilatation). Evaluation conclusion: known inherent risk of a procedure (endoleak). Device failure/lack of effectiveness related to patient condition (due to disease progression; vessel dilatation).

Manufacturer narrative:
(B)(4). Results, conclusion: migration.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Currently, the proximal neck was 29 mm in diameter and 48 mm in length. The distal neck measured 31 mm in diameter. The right external iliac artery measured 7 mm in diameter. It was reported that approximately 20 months post index procedure, the patient came in for a follow up scan and a proximal type I endoleak was observed. The physician decided to implant an endurant cuff however, there still was a residual endoleak. The physician decided to monitor the patient. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of returned image 6-months post implant showed that the bifurcate was positioned just below the renals; the ipsilateral limb was within the right common iliac, and the contra limb crossed over the ipsi limb and was positioned within the left common iliac. The max diameter aaa was 5.5cm and no endoleak was seen. The proximal stent graft od was 24mm. Cta¿s from 20 months post-implant revealed that the stent graft is approximately 1cm below the renals; appears to have migrated distally approximately 5mm compared to the previous study. There is a proximal type I endoleak and the max aaa diameter is 7cm. The proximal stent graft od is currently 25mm, and the proximal neck has dilated to approximately 30mm. Since the previous study, a limb has been placed into the contra extending into the left external iliac. The likely cause of the migration and proximal type I endoleak, and the earlier reported distal type I from the contra limb, appears to be due to disease progression; vessel dilatation.